Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer confirmed that the user did not have leads attached to the patient during the event. Without ECG leads attached to the patient, electrical capture is not possible. The device functioned as designed and configured. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-001355-01) (rev: p) instructs the user to "apply ECG electrodes, attach lead wires, and connect the ECG cable to the x series side panel." The operator's guide also states, "determination of electrical capture should only be performed by viewing the ECG trace on the x series display with its ECG connection directly attached to the patient." No trend has been identified based on similar reports.

Event description:
Complainant alleged that while attempting to pace a 78-year-old female patient, the device intermittently failed to capture the patient's heart rhythm. Complainant indicated that the patient subsequently expired.